Event description:
Customer reportedly received results of 297 mg/dl and 101 mg/dl within 10 minutes on either advantage system 1 or advantage system 2. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. The customer was unsure which test system produced the discrepant results. The two test systems are: system 1 - accu-chek advantage system: comfort curve test strip lot number 548510, expiration date 5/31/06. System 2 - accu-chek advantage system: comfort curve test strip lot number 549609, expiration date 4/30/07.

Manufacturer narrative:
The suspect product for this medwatch report is the comfort curve test strip used in system 2. Reference medwatch report, which was reported for suspect device comfort curve test strip lot number 548510, expiration date 5/31/06, used in system 1.